Event description:
It was reported while using bd safetyglide¿ needle only, 25 g the needle was clogged. This occurred 7 times. There was no report of patient impact. The following information was provided by the initial reporter: incident details: needles with the lot # 2025238 have been occluded when attempting to use. This has happened on 7 separate occasions this week and one box was noted to have 5 faulty needles and was therefore removed from use. Who was affected? No person affected. Frequency of problem: recurring.

Manufacturer narrative:
B.3. Date of event is unknown; awareness date has been used for this field. H6: investigation summary: no samples or photos received by our quality team for evaluation. To aid in the investigation, a device history review was conducted for batch number 2025238. According to the sampling plan applied for product performance, this batch was accepted and released without defects being noted during the final assembly or visual inspections. Additional device histories were reviewed for each lot of needles used in the manufacture of this batch. During the history review, one lot was identified as having suffered from clogged needles due to silicone. Corrective and preventative actions have been implemented on our manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle. H3 other text : see h.10.